Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the superficial femoral artery. Following deployment of an innova stent, a 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for post-dilatation. However, on the second inflation at 14 atmospheres, the balloon ruptured. The device was completely removed by simply pulling out from the patient's body. The procedure was completed with another sterling balloon catheter. No patient complications were reported.